Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 9/26/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested; the following was obtained: when did the two needles detach from the suture (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue. Were there patient consequences? If yes, please explain. No. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The hcp (dr. (B)(6), (general and breast surgeon). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2025 and suture was used. It is found that the needle is detached from the suture at the swaged area. There were no patient consequences reported. Additional information was requested.